Event description:
The patient reported that the pump and battery was warm to the touch. She stated that she received a low battery warning; she then noticed that the housing and the battery felt warm. The patient denied burned or red areas on her skin or hand after handling the pump and battery. She said that she used aa 1.5 volt lithium ultimate energizer batteries and programmed the battery setting for lithium. The patient noted that the pump had not felt warm previous to the incident, she denied moisture or corrosion in the battery compartment, and she said the battery cap was intact.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation found that pump powered up properly and the power circuit did not draw excessive current. The pump was exercised for 7 hours with no evidence of overheating. The power flex, battery connections and internal components were tested for intermitting conditions and no defects were found. The complaint could not be duplicated during the investigation.